Event description:
The catheter was placed for an epidural block and the catheter was removed in 09/02. The next day, a second catheter was inserted. When contrast was injected, the physician noticed a leak at t2 and the paitent complained of pain. The physician began to manipulate the catheter and it separated, with a portion remaining in the patient. The retained portion was removed without any complications.

Event description:
It was reported that the catheter was placed for an epidural block and the catheter was removed in 9/02. The next day, a second catheter was inserted. When contrast was injected, the physician noticed a leak at t2 and the pt complained of pain. The physician began to manipulate the catheter and it separated, with a portion remaining in the pt. The retained portion was removed without any complications.